Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the threading on the reference frame was stripped. There was no patient present when this issue was identified. No additional information was provided.